Manufacturer narrative:
This report is filed on july 26, 2019.

Manufacturer narrative:
This report is submitted on may 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.